Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the logged error code. There was no patient harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
A ventilator was returned to the manufacturer with a complaint the device would not turn on. The ventilator was not in patient use.